Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the reported event remains unknown.

Event description:
It was reported that during a ipg pocket revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-06533], one of the leads had all high impedances. Upon inspection, of the lead it was confirmed to be fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.